Event description:
Pt had PICC line inserted in 1999. 2 days later nurse noted dressing over PICC line wet. Once she took the dressing off, she noted the hub of the PICC line had disconnected from the line. Unable to see the line. Pt taken to or for removal of PICC line- venotomy performed.